Event description:
Boston scientific received information that during a routine clinical follow-up, high out of range shock impedance values had been exhibited, with a notable upward trend since implant. It was further reported that pacing, sensing and lead pacing impedances were unremarkable and induction testing at the time of implant returned acceptable values. Pressure testing was then performed, excluding a lead mechanical issue with no noise presenting on the electrogram and favorable values exhibited. Boston scientific technical services reviewed the information of this case and concluded that no lead mechanical failures were present. It was recommended the patient be evaluated with a maximum energy shock to verify impedance values. No adverse patient effects were reported and no communication on any planned intervention at this time.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
During a recent clinical follow-up, high out of range shock impedance values were again observed. The physician performed a synchronous shock (1.1 joule), which returned a shock impedance value of 94 ohms. The physician elected to not perform any further testing at this time. No adverse patient effects were reported.

Event description:
During a recent clinical follow-up, high out of range shock impedance values were again observed. The physician performed a synchronous shock (1.1 joule), which returned a shock impedance value of 94 ohms. The physician elected to not perform any further testing at this time. No adverse patient effects were reported.

Event description:
Subsequently, the patient returned for evaluation at which time, a commanded shock was initiated and impedances measured. The returned values was 78 ohms (normal range), thus no further intervention performed and information states the patient will be followed remotely for any changes.